Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Evaluation of returned device suggests a misalignment of the bearing with the femoral component. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2011, due to instability. The 10mm tibial bearing was removed and replaced with a size 14mm tibial bearing.